Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The analysis confirmed the observations made in the complaint description. Signs of abrasion were observed in the connector area and in particular between the yoke and the df-1 connector pin. Approximately 2.5 cm distal to the df-1 connector pin the insulation was found broken. The abrasions and the insulation breach are consistent with the x-ray provided with the complaint. Strong tension at the df-1 connector as well as friction with the generator housing may have caused the damages observed on the lead. The analysis of the lead and the ICD did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approximately 37 months, it was reported that the ICD could not be interrogated and failed to deliver therapy. A possible insulation breach of the lead was assumed. The lead and ICD were returned to biotronik. No adverse patient side effects have been reported.